Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a non-penumbra sheath. During the procedure, the physician completed a pass using the red62. While advancing the red62 to the target vessel for a second pass, the physician fractured the distal end of the red62. The physician then used a snare device to remove the fractured segment of the red62. The procedure was completed using a new red62 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured. Evaluation revealed stretching near the fractured location. This indicates the red62 was likely retracted against resistance causing the device to stretch and subsequently fracture. Further evaluation revealed ovalization along the length of the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.